Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a kink 8cm from the end of the hub. There were stent struts at the distal end of the stent that were lifted and pulled distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 08-jun-2016 it was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 0.014"x180cm non-bsc guidewire was advanced. Following predilation of a 2.0x20mm emerge balloon catheter at 18 atmospheres and a 2.00x15mm non-bsc balloon catheter at 16 atmospheres both in the mid lad. Subsequently, a 32 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion but failed to cross. The physician then used the same emerge balloon catheter to dilate the lesion again but still could not cross the lesion. Finally, another 2.50x24mm promus premier drug-eluting stent was advanced to cross the lesion but still failed to cross. Pre-dilatation was done again using a 2.00x15mm nc quantum balloon catheter at 24 atmospheres but the 2.50x24mm promus premier still could not cross the lesion. The procedure was completed with a 2.25x23mm and 2.50x15mm non-bsc stent deployed at 14 atmospheres in the mid lad. However, returned device analysis revealed distal stent damage.